Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). Certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve had an unexpected setting change after MRI. The valve was implanted on (B)(6) 2020 via va shunt with setting 5. The setting was changed to 5 from 6 on (B)(6) 2020. After the MRI was performed on (B)(6) 2020, the setting was changed from 5 to 4 found by etk. The setting was changed to 5 with no patient consequences.